Manufacturer narrative:
The theromgard ivtm system (B)(4) was evaluated at the customer site. The customer's reported complaint that "the theromgard ivtm system displayed an unknown error message" was confirmed based on the review of the event log and during functional testing. The unknown error message observed by the customer were likely of the tcm ID:06 (ce post failure) and/or tcm ID:08 (coolant temp low) error messages. The root cause of the reported complaint was determined to be the defective cooling engine (ce) heater, likely attributed to the aging of the device. The thermogard console was manufactured in january 2012 and is over 10 years old, well beyond its expected service life of 5 years. Visual inspection of the thermogard console was performed, and no physical damage was observed. The thermogard ivtm system's event log was reviewed and showed multiple tcmid:06 (ce post failure) and tcmid:08 (coolant temp low) error messages, thus confirming the reported complaint. The thermogard system failed the functional testing during the power-on-self-test (post). The root cause of the reported complaint was determined to be the defective cooling engine heater, likely attributed to the aging of the device. The ce heater needs to be replaced to address the reported fault. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console (B)(4).

Event description:
The ivtm therapy was initiated for a post CPR patient using the thermogard ivtm system (B)(4) and cooling and warming was completed without any issue. Upon setting the thermogard system in fever mode, the system displayed tcm ID:06 (ce post failure) error message but customer was able to clear. Treatment continued but half an hour later, the thermogard ivtm system displayed tcm ID:08 (coolant temp low) error message. The tcm ID:08 was cleared but shortly after, the thermogard ivtm system displayed an unknown error message. The customer tried troubleshooting to clear the error message but issue persisted. Therapy continued by alternative method. Patient's status information was requested but the customer did not provide a response.